Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A thorough investigation could not be performed without a sample to evaluate. Therefore, the complaint cannot be confirmed and no root cause can be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As per medwatch number mw5111743: description: first attempt to place epidural resulted in complications - epidural space was accessed with minimal difficulty after adjusting patient position, and catheter was threaded into the space without difficulty or resistance. As needle was slowly removed after catheter placement, with very slight resistance as it was retracted through the patient's ligaments, I felt a distinct pop in the hand that was supporting the epidural catheter, and upon removal of the catheter following this pop discovered the distal portion had sheared off during needle removal. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.